Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported the patient received a 2nd-degree burn at the v1-lead while undergoing a surgical procedure.